Manufacturer narrative:
Update to device information: an event regarding a revision involving an unknown implant duracon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: no primary or first revision operative report, no x-rays, no examination of explanted components, no surgical pathology confirming synovitis as noted on (B)(6) 2019 operative report, and no confirmation of instability of the right total knee arthroplasty noted in the pre-operative on (B)(6) 2019 history and physical are provided. Based upon the information available for review, no determination can be made for the indication for either the 2007 or on (B)(6) 2019 polyethylene exchange revision of the right total knee arthroplasty which has been in situ for twenty-two years. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the 2007 revision of the patient's right knee. In reporting a revision of the patient's right knee on (B)(6) 2019 (pi 2249141), rep indicated the prior procedure was in 2007. Spoke to rep. The 2007 procedure was a poly exchange of a primary duracon knee insert. At the time of report, the reason for revision is unknown. Patient was revised to a 3x11 duracon ps insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This pi is for the 2007 revision of the patient's right knee. In reporting a revision of the patient's right knee on 18/november/2019 (pi 2249141), rep indicated the prior procedure was in 2007. Spoke to rep. The 2007 procedure was a poly exchange of a primary duracon knee insert. At the time of report, the reason for revision is unknown. Patient was revised to a 3x11 duracon ps insert.